Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking at the filter. Mmd did not follow up with the initial reporter, because at the time of the complaint they stated they had no further information. They did report that there were no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).